Event description:
It was reported to philips that the system continued to move after reaching a certain angle. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that this issue occurred while the system was in clinical use but the procedure was completed as planned. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm did not stop when it reached the programmed angle. Troubleshooting determined that liquid had leaked inside the joystick of the system's geo module. As a result, the joystick could not move smoothly and could become stuck. The fse cleaned the liquid stain from the geo module. After the cleaning, the system was returned to use in good working order. The codes were updated based on the investigation outcome.